Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that tensile stress generated with removal had likely contributed to this event. While the balloon of the kusabi catheter was trapping the tip of the reported caravel microcatheter, the applied stress would exceed the product design limit and cause the tip to become separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter could be separated and left in the patient during a percutaneous coronary intervention (pci) to treat an occlusion in the right coronary artery (rca) #4. The microcatheter was used to support an asahi sion blue guide wire in an attempt to cross the occlusion but the attempt failed. Another attempt was made with an asahi sion guide wire but also unsuccessful. A non-asahi kusabi exchange catheter was used to remove the microcatheter and clot suction was performed. The sion guide wire was still unable to cross the occlusion. The physician determined to terminate the procedure and took a final angiogram when a foreign object like a tip fragment was found in the distal right ventricular branch. As the foreign object was located too distally, he decided to leave it in situ. He commented that the tip of caravel could be trapped by kusabi balloon during removal. There were no adverse patient effects associated with this event.